Event description:
The customer reported they received a call from the person in charge stating that the probe had burst and was leaking. It was then replaced with a temporary probe. Per additional information provided, the leak started through the pipe, and after that, the balloon burst.

Event description:
The customer reported they received a call from the person in charge stating that the probe had burst and was leaking. It was then replaced with a temporary probe.

Manufacturer narrative:
Additional product code: pif, additional 510k number: k180622. An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
A device was not received for investigation, but a photo was provided. The photo was evaluated and the reported condition was observed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the observed condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Additionally, no nonconformances were opened during the manufacturing process. The investigation was conducted with the interdisciplinary team. All processes were reviewed and verified to be functioning correctly. No abnormal conditions were found that could trigger the reported condition. A supplier corrective action request has been sent to the supplier to conduct a more in-depth investigation related to this type of failure. ¿we will continue to monitor related reports to determine if additional actions are necessary.